Event description:
The customer contacted carefusion technical support to request that a field service rep be dispatched to the facility to assist with an issue that they were experiencing with one of their units. According to the customer, the touchscreen was "dark on cycle on with continuous audible alarm present." The incident occurred during pre use check. The unit was connected to a known "good" ac outlet at the time of the incident.

Manufacturer narrative:
A carefusion field service rep evaluated the unit, and determined that the front panel was defective. He replaced the front panel and tested it, and the problem was resolved. He also ran functional tests to assure that the unit was performing according to the MFR specifications. The unit passed all tests. Carefusion technical support issued a returned goods authorization (rga) number to the user facility for the return of the alleged faulty front panel for eval. As of (B)(6) 2015 the alleged faulty front panel has not been received. Should the alleged faulty user interface module be received and evaluated, a followup medwatch report will be submitted.